Manufacturer narrative:
The customer reported the tip of (B)(4) fetal spiral electrode broke and remained in the baby's scalp. After the birth, the remaining tip of the fetal spiral electrode was removed. A product return was requested, but no product was returned for evaluation. Therefore, the reported problem could not be confirmed. It is possible that the electrode was over-rotated, but this cannot be confirmed due to no product return.

Manufacturer narrative:
Serial number unknown. (B)(6). A follow-up report will be submitted upon completion of the investigation. Additional information has been requested.

Event description:
The customer reported that the spiral tip of the fetal spiral electrode (989803137631) had broken off in the infant's scalp. The tip of the electrode was removed making an incision under local anesthesia and removing the tip.